Event description:
The implantable neurostimulator was replaced. The device system was working fine immediately following surgery. Post operative impedances were within normal limits. Later, the patient felt no stimulation sensation. The patient was seen in clinic. There was on high out-of-range impedance measurement. The implantable neurostimulator was reprogrammed omitting the affected electrode. Afterward, the patient again felt stimulation sensation.

Manufacturer narrative:
(B) (4).